Event description:
Consumer called to report her meter not reading accurately. Tested against a lab reading. Analysis run on clark error grid using lab reading (47) as reference point vs. Bd readings (73) yielded some data points in the d range of the grid, outside acceptable limits.